Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the or staff reported that there were no clips present in the device. The device was continued to try to fire but the orange eventually displayed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The el5ml was returned for analysis in good physical condition. Upon visual inspection, the instrument was noted to have excessive dried body fluids. The orange indicator was visible. During the analysis, the device was cycled and no clips were fed into the jaws; therefore the lockout mechanism could not be tested. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, excessive dried body fluids were noted to be inside the handles and the shaft of the device and the feeder shoe tab was noted damaged causing the feeding issues. In addition, fifteen clips were found inside the clip track. It is possible that the dried body fluids could have prevented to proper feeding of the clips into the jaws, as well as the correct formation of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the damage at the feeder shoe and the wheel indicator failure. The device record was reviewed and no anomalies were noted during the manufacturing process.